Event description:
A merit employee conducted a cer literature search for the esophyx device product family. The study by hodgens et al. (2025) the authors reported one intraoperative proximal esophageal perforation, which was managed nonoperatively.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.